Event description:
Customer reported that the insulin pump returned a no delivery alarm during manual priming. Blood glucose level was 144 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used reservoir showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.